Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the site was red, swollen, irritated and had pus formation. The physician believed that the infection was due to the ear infection that the patient had and became systemic. The patient was hospitalized and was given intravenous antibiotics. The patient underwent an explant procedure and the patient was reportedly doing well postoperative. No device malfunction was suspected. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7082733/7082580.